Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to no atrial sensing after physician positioned the lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to no atrial sensing after physician positioned the lead. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix being deformed which is extremely stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.